Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was seen in the clinic with several pump stoppages. On (B)(6) 2015, the patient stood up, heard a solid tone from his system controller, and passed out. The patient's wife exchanged his system controller. On (B)(6) 2015, the patient called the hospital staff and stated that he continued to have pump stoppages. It was believed that the patient was connected to the power module when the pump stop occurred. It was reported that there was no known damage. The driveline was manipulated and the patient was asked to move around, but the alarm could not be reproduced. The log file was reviewed and pump stops were noted, occurring only when the patient was connected to the power module. It was recommended that the patient stay on battery power to avoid any more power interruptions until further investigation was conducted. X-rays showed a potential area of concern near the system controller connector end. No other internal or external areas of concern were noted. On (B)(6) 2015, the manufacturer¿s technical services performed a continuity test which did not reveal any broken wires. The distal end of the percutaneous lead up to the exit site was replaced. The patient was placed back on a regular patient cable and no alarms occurred right away. Shortly after, the patient experienced pump stop events on a grounded patient cable. On (B)(6) 2015, the patient underwent a pump exchange.

Manufacturer narrative:
Approximate age of device ¿ 5 years. The replaced portion of the percutaneous lead and the explanted pump were returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The replaced external portion/distal end of the percutaneous lead was returned for evaluation. Evaluation and testing of the external portion of the percutaneous lead revealed no areas of compromised wire insulation. The explanted pump and the percutaneous lead (after the distal end portion was replaced) were also returned. The percutaneous lead had been cut approximately 1.5 inches from the pump housing, and the severed portion of the percutaneous lead was returned in two pieces. Electrical continuity testing of the 9.5inch portion of the percutaneous lead did not reveal any discontinuities or shorts. The shielding and bionate were removed, and examination of the underlying wires revealed two disruptions in the insulation of the yellow wire at what would be approximately 1.5 inches from the pump housing. The conductors of these wires were exposed. Examination of the remaining wires in these areas revealed marks consistent with abrasion. The disruptions of the yellow wire appeared to be the result of repetitive flexing of the lead in this area. There was no evidence of mechanical damage to the wires such as crushing or pinching. The yellow wire represents one of the two wires of phase 1. The disruptions in the insulation of the yellow wire would have interrupted function as a result of the exposed conductors potentially contacting the braided shield and shorting to ground if the device was supported by the power module. This short to ground would have caused the reported low speed hazards and pump stop events. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.